Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a pt. This case was cross referenced with case (B)(6) (same pt). This case involves a (B)(6)old female pt who had torn medial and lateral meniscus and a pseudoseptic reaction after receiving treatment with synvisc one. The pt had been getting synvisc for over 5 years. No med history, concomitant medication or current condition was reported. On an unk date, the pt received treatment with synvisc one injection at a dose of 6 ml once (route, batch/ lot number and expiration date not provided) into both knees for osteoarthritis. After unk latency, the pt had severe swelling in both knees and reported that the right knee was swollen more than the left knee. It was reported that the pt went to the healthcare professional (hcp) who diagnosed a pseudoseptic reaction to the injection and gave her a methylprednisolone (medrol) dose pack. The pt took the pack for 2 weeks and the swelling started to go down but when she finished, it came right back. On an unk date the pt had a magnetic resonance imaging (MRI) which showed a dorn medial and lateral meniscus and the pt was referred to a surgeon. Since pt refused to have surgery, celecoxib (celebrex) was given for 6 weeks. It was reported that the swelling went down again but then came back. It was further reported that the pt was concerned about the injection technique the hcp used and he did not aspirate fluid or give her lidocaine. It was also reported that whenever the pt used to get the injection, it usually hurt but this time it did not hurt at all. Outcome: unk for both events. Seriousness criteria: important med event (ime) for torn medial and lateral meniscus; intervention required (steroid administered) for pseudoseptic reaction. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same. Sanofi co comment dated (B)(6) 2014: this case concerns a (B)(6) female pt who had a torn medial and lateral meniscus and pseudoseptic reaction after receiving synvisc one injection for osteoarthritis. The pt was refered to surgeon. The temporal relationship indicates that synvisc one could have a contributing role in the torn medial and lateral meniscus. Due to lack of info regarding underlying concurrent med conditions and relevant concomitant medications, it is difficult to deduct the exact causal relationship between the suspect product and the event.